Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation. Lead diagnostics revealed multiple high impedances. The patient reports she suffered a couple of falls approximately a month ago. X-rays were taken and showed no anomalies. The patient is requesting the lead to be replaced thus surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg pocket was opened and the lead was analyzed and lead diagnostics revealed the same impedances. The physician decided to leave the old lead in place and not use that lead and a new lead was implanted. The patient is now receiving effective stimulation.